Event description:
The customer reported an elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. The rdfs do not show root cause of the elevated wbc counts measured. It is possible that this donor has characteristics that do not permit adequate separation of platelets and white cells. As these failures appear to be donor specific, we recommend to continue to monitor this donor's platelet donations for leukoreduction. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.